Event description:
Display screen on pump would never light up. Pump appeared to be working, but the screen would stay in "screen saver". Tried many troubleshooting measures with no success. Also called MFR and they said to send it in.